Event description:
The customer reported that the alarm will not power on. No patient injury was reported. Inspection shows that the alarm does power on, but does not alarm.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm does power on; however, it does not sound. Led are recessed on the alarm. (B) (4).